Event description:
Note: the date of event is unknown. Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-04472 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, both resolution clips would not come of out plastic sheath when trying to deploy; there may have been torque on the scope. A competitor's device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).